Event description:
It was reported that the patient was still having knee pain several months after surgery. An x-ray was performed and provided an image of a broken piece of the drill tip remaining in the patient. The surgeon did try to retrieve the tip but unable to reach it. Chondral darts ar-4005b-18 x2, lots 95055 and 94649 were used during procedure.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of the event is end user mechanical damage due to application of excessive bending stress or leveraging/prying the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.